Event description:
The manufacturer received information alleging a trilogy evo device active exhalation verification failure. There was no harm or injury reported. The device was not in patient use. The device was not evaluated. The manufacturer's investigation is ongoing.

Manufacturer narrative:
The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation verification test. In conclusion, the device's 3-way solenoid & proportional valve was replaced to address the issue.